Event description:
I was given an all on 4 bottom implant and I am going to have a regular denture on top. They removed my teeth and gave me the temporary denture in (B)(6) 2020. Then covid happened so we couldn't go to a dentist office to finish anything and get the finished product. Then when we were allowed to go back to dentist offices in (B)(6) 2020, they told me that I was now delinquent on my contract. They wanted the full amount paid before anything else would be done. So, for the last 6 years I have had a negative credit report even though they didn't finish the work they did. Also, I was never giving the teeth, so I had four metal postings my mouth that I was forced to use as teeth and it really hurts. Just last month ((B)(6) 2025), one of the implants actually came out. All I wanted was what they said they were going to do. Pt code: 1994. Device code: 4001. Ref reports: mw5181891, mw5181892, and mw5181894.